Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level was 40 mg/dl and food was consumed to address the low bg. The contact was not sure what caused the low bg. The contact has spoken to a healthcare provider who stated that as the customer was new to pump therapy, a low bg may be experienced as further "fine-tuning" was performed.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on or days surrounding (B)(6) 2017. Basal rate was set to .8 u/hr for the entire day. Basal rate has since been changed to a profile that adjusts throughout the day. There were no erratic bolus requests or deliveries. There were no obvious requests or deliveries that would cause low bg levels. There was no evidence of device malfunction.